Manufacturer narrative:
A visual examination of the returned device noted that the sheath had detached from the strain relief. Dimensional measurements confirmed that the components were with expected manufacturing tolerance. The cause of the reported malfunction is not determined.

Event description:
It was reported to boston scientific corporation that the outer sheath of a rotatable snare device detached from the handle during the procedure (adult patient; gender, age and weight are unknown). According to the complainant, the procedure was successfully completed with another rotatable snare device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good."